Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 09:24:28. During night drain cycle 4, the patient's ultrafiltration reading was 1311ml, indicating the home patient (hp) drained 1011ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed through an event history log review. The user bypassed drain 3 of 8 and during fill 4 the user received a partial fill volume. The actual drain volume during drain 4 was 1317ml, which does not meet iipv criteria. If any additional information is received, a follow-up will be sent.